Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the black box showed call service 052/054 alarms. No damage was found to the battery compartment or battery cap. The pump powered up with auditory and vibratory alarms to a blank display. A test display was installed and remained blank. The pump was opened, and no damage was found to the power circuit. The slave processor was unable to be programmed via the infrared window.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.